Manufacturer narrative:
The device has been received. However, the device analysis and evaluation have yet not begun. A supplemental report will be submitted when the investigation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the 1st coil was delivered and implanted. During the 2nd coil placement, it was needed to reposition the coil quite a bit due to coil herniation into parent artery. It was decided to remove the selected coil. However, high resistance was encountered immediately. The coil did not want to come back. The device was continued be attempted to be removed. During this time, it released that the coil was deployed and stretched. Wire came out and left coil partially in aneurysm and partially in ica, from the terminus proximal to "pcomm". The patient was placed on a heparin drip and started on aspirin. The catheter and the coil¿s pushwire will be returned for analysis. The coil was reported to have been repositioned 4 to 5 times. No friction was felt when the coil was delivered. A continuous flush was administered during the procedure. The devices were prepared and used per the instructions for use. The catheter was flushed. The patient was reported to be asymptomatic post the intervention. The aneurysm is in the right pcom and it was ruptured. The max diameter was 6x3x3 mm and the neck was 2.8mm. The blood flow and the anatomy was normal. Physician doesn¿t believe he rotated the pusher wire. He was trying to retrieve coil as normal when it released on its own. Ancillary devices: neuron maxx 80cm straight. Navien 072 115cm (rfx072-115-08mp). Phenom 17 45degree (ap18-014). Synchro 2 soft: apb-5-8-3d-ss, a365084; apb-3-6-3d-es, fc-3.5-6-3d.

Manufacturer narrative:
The axium pusher was returned along with the phenom 17 catheter within its inner pouch; inside of a biohazard bag and a sh ipping box. The implant coil was not returned as it was implanted in the patient. The ai and the tack weld replacement (twr) crimps were found to be loose. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube); it appeared that the manual detachment was not attempted. The pusher appeared to be bent at 22.0 cm, 45.5 cm and 93.5 cm from the proximal end. The coin was not found to be located against the lumen stop with the implant coil already detached. The shield coil was found to be present. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.074mm @ 0.063mm; measured 0.088mm @ 0.127mm; measured 0.095mm @ 0.275mm. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00276¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00459¿and found to be within specification per dwgs50523 rev. D. (0.00455"+/- 0.00010"). All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed, the axium coil was confirmed to have prematurely detached. The implant coil likely detached from the pushwire subsequent to the pulled release wire as is evidenced from the coin pulled back from the lumen stop. The ai and twr crimps were likely broken during a mechanical detachment attempt; which led to the coil detachment. The pusher was kinked at several locations. However, the cause for damage could not be determined. All parts of the returned pushwire which could affect the detachment were found to be within specifications. Regarding to the ¿coil stretches¿ and ¿difficult placement/positioning¿, the customer complaint could not be confirmed, and the event cause could not be determined. Since the implant coil was not returned; therefore, any contribution of the implant coil to the reported issues could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.